Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of monopolar curved scissors instrument was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have damage. A visual inspection of the adapter overmold for damage such as cracks, indentations, or missing material was performed and failed due to damage on the side of the adapter. The damage measured at 3.17 mm x 1.48 mm. The damage is missing material and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.